Manufacturer narrative:
This report is for one (1) unknown tfna nail (10mm x 340mm, 130 degrees). Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Therapy date: implant date is reported as in (B)(6) of 2016. Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery in (B)(6) of 2016 for the placement of a trochanteric fixation nail advanced (tfna) nail and helical blade. It was reported that a lesion was seen on the patient¿s bone (unknown side) and because they had cancer, the surgeon placed the tfna nail, 10mm x 340mm, 130 degrees, and helical blade for prophylactic reasons. During the week of (B)(6) 2017, the patient was seen in the surgeon¿s office for complaints of pain. An x-ray taken at that time revealed that the tfna nail was broken in two pieces at the site of the helical blade. The patient was returned to the operating room on (B)(6) 2017 for a revision surgery. The broken nail and helical blade were removed without any issues and were replaced with a long tfna nail, helical blade and one (1) distal locking screw. It was confirmed that no fragments were left in the patient. There was no delay in surgery. The surgery was completed successfully and the patient was reported as stable. Concomitant medical products: helical blade (part #unknown, lot #unknown, quantity 1). This report is for one (1) unknown tfna nail (10mm x 340mm, 130 degrees). This is report 1 of 1 for (B)(4).